Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal swab with the ID now covid-19 assay. The subcontractor rt-pcr confirmation testing generated negative results. Per the customer the patient was symptomatic (fever). Additionally, the customer reported patient outcome is unknown . The customer confirmed delay or impact to patient treatment are unknown. Per the customer no patient harm occurred. Additional information is not available.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144104, test base part number 190-430 / lot m144104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.